Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found the hypotube of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No issues were noted with the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The mildly stenosed target lesion was located in the mildly tortuous and mildly calcified artery below the knee. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm upon the first inflation. The device was simply pulled out of the patient's body. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure. It was further reported that the stenosis of the target lesion was 95%.

Event description:
It was reported that balloon rupture occurred. The mildly stenosed target lesion was located in the mildly tortuous and mildly calcified artery below the knee. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm upon the first inflation. The device was simply pulled out of the patient's body. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.